Event description:
Edwards received information that this aortic bioprosthetic valve was explanted due to stenosis after an implant duration of 10 years. Patient is reported as stable. Device has been returned for evaluation.

Manufacturer narrative:
Device evaluation summary: as received, minimal to heavy calcification was observed in the cusp are of leaflets. The free margin of one leaflet exhibited calcification. Calcification restricted the mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice . Host tissue was minimal to moderate at the stent inflow. Incidental findings: the x-ray demonstrated calcification, commissure wireform distorted. Commissure wireform was exposed on the outflow aspect. Sewing ring was also cut near one commissure. These damages are most likely due to explant. The reported stenosis was confirmed secondary to calcification and host tissue overgrowth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. In this case, it is noted that patient has history of hyperlipidemia and may have caused the explant of this device. Edwards will continue to review and monitor all events.